Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced leg weakness and falls. The patient received stitches and their therapy was adjusted. There have been no reports of further complications regarding this event.